Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer experienced symptoms of high blood glucose like vomiting, headache and trouble breathing. The blood glucose level at the time of admission was 912 mg/dl. Customer was brought to the intensive care unit. Customer also reported of no delivery alarm while in the hospital. The nurse changed site three times and got no delivery alarm three times. Customer has been treated with manual injections. Customer stated that the insulin pump has a cracked display. Customer does not feel well enough to perform troubleshooting. Advised customer the device will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .